Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg did not communicate with external devices. Troubleshooting was attempted to no avail. The patient's ipg was deemed inoperable. Surgical intervention were taken place where the ipg was explanted and replaced. Therapy was restored post procedure.